Event description:
It was reported that the patient underwent a procedure to treat c5-c6 central stenosis. After implanting the corepectomy device with a strut and two end caps spacers, when the weight was taken off the patient¿s head to allow the vertebral bodies to collapse, it appeared as if the corpectomy device buckled under the pressure and the inferior end cap became dislodged from the strut. The device was removed and replaced. No patient complications were associated with the event.

Manufacturer narrative:
Visual examination identified damage to the exterior surfaces and connection surfaces consistent with explantation. Dimensional inspection of the implant did identify an out of tolerance condition, consistent with manufacturing error. Based on tolerance stack analysis, the identified out-of-tolerance condition does not appear to be a material factor in the above complaint. Minimum depth of the complaint returned product locking cavities was found to be 0.77mm, which provides at least 0.42mm clearance to all tabs. Functional evaluation of returned product confirmed the ability to engage both end caps into strut. One of the end caps was able to be manually removed. Damage to connecting features is noted. A search of the complaint database did not identify any additional complaint returns with these part/lot# combinations. Conclusion: unable to determine root cause of the foregoing event from the available information.

Manufacturer narrative:
Additional information: visual examination of the endcap identified damage to the exterior surfaces and connection surfaces consistent with explant. Dimensional inspection of the implant did identify an out of tolerance condition, consistent with manufacturing error. Functional evaluation was able to engage both end caps into strut. One of the end caps was able to be manually removed. Damage to connecting features is noted. The above observations are consistent with manufacturing error. Visual examination of the concomitant strut and endcap identified damage to the exterior surfaces and connection surfaces consistent with explant. Dimensional inspection of the implants did not identify an out of tolerance condition. Functional evaluation was able to engage both endcaps into the strut. One of the end caps was able to be manually removed. Damage to connecting features is noted.

Manufacturer narrative:
(B)(4): the device has been returned and analysis is currently in progress.